Manufacturer narrative:
One device was received for evaluation. Visual inspection found the tamper seal to be missing, a bubbled dso seal, and a worn uso seal. Functional testing was performed. Upon review, the reported problem was unable to be duplicated. The service history review identified no indication that the complaint was related to a service of the device within the review period. Email is: (B)(6).

Event description:
It was reported the device failed the volume test. Devices value was too high (21.30ml). During testing/no patient injury.

Manufacturer narrative:
B3: date of event unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.